Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the size of the cuff needed to be changed. The previous cuff was replaced for a new one. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.